Event description:
Customer reported device "freezes up" intermittently on any screen. Customer stated some results are not being stored in the memory. A request was made for return product and replacement product was sent.